Event description:
Customer's mother reported her daughter's replacement insulin pump is alarming when she changes out the battery. The alarm clears all the device's data. Customer's blood glucose is 66 mg/dl. She treated with food. Mother declined troubleshooting for low blood glucose. A temporary basal was not programmed before the alarm. Customer uses energizer batteries. The device was not stored for a long time. Customer was advised the device experienced an unexpected restart. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.